Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent open reduction/internal fixation surgery on (B)(6) 2023, for a distal femur fracture. Rfna nail and screws were used. Three months after the surgery, it was confirmed that the second and third row of screws had backed out. The cause was suspected to be a patient fall. On (B)(6) 2023, reoperation was performed, and the screws were re-inserted, but there was a feeling that the screws were not stable, so two screws were removed to avoid the possibility of backout again. The surgery was completed successfully without any delay. The surgeon commented that the patient¿s bone was weak, but he also did not have the feel of the inlay. No further information is available. This report involves one unk - screws: trauma. This is report 2 of 2 for (B)(4).